Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. The customer stated having issues with sensors. Customer¿s blood glucose level was 156 mg/dl mgdl at the time of the call. The customer was assisted with troubleshooting. The drive support cap appeared normal. The product was not returned for analysis.